Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem customer technical support (cts) and no issues were identified. Customer changed pump supplies to address the issue. Customers blood glucose was 253-over 400 mg/dl.